Event description:
The pt was implanted with the scs system sometime in 1998. It was reported the pt appeared in the emergency room with a boil on his back at the lead insertion site. The pt underwent a surgical intervention to excise the lesion and clean it up. The lead and the extension were explanted during the procedure. The explanted products were discarded by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.